Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the left high-resolution stereo viewer (hrsv) had color issue. The customer replaced the endoscope, but the issue persisted. The surgeon elected to convert to laparoscopic surgery. The tse had the customer power cycle the system, and the hrsv became normal. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error. Additional ports have been added to convert to laparoscopic surgery. The patient tolerated the change with no injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting color on the hrsv left image, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the customer power cycle the system, which resolved the issue. However, the surgeon decided to convert to laparoscopic surgery. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to high-resolution stereo viewer (hrsv) color issue. The conversion resulted in additional ports being created.